Event description:
An 18 gauge PICC was inserted into 12 year old female pt. The unit exhibited leakage while prepping the pt for removal and re-insertion of the catheter, the device in use broke at the site. Plastic surgeon called and surgically removed it.